Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.

Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction. The fse was able to locate the source of the helium leak. The o-ring had gotten damaged in the male insert where the rescue unit meets the cart. The fse replaced the o-ring, and then conducted functional testing without any further leaks or issues. Fse completed safety, calibration, and functionality checks to factory specification, and then released the unit to the customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: heather carlislea supplemental report will be submitted upon completion of our investigation.